Manufacturer narrative:
Additional information was received that the ipg was removed and then re-implanted in the same pocket

Event description:
A report was received that the patient was experiencing frequent ipg charging and was experiencing loss of stimulation. Database analysis revealed no anomalies on the ipg but the impedance measurements revealed contacts #1, #4, #7, #8, and #10 and #14 had a high impedance reading. The patient underwent a revision procedure wherein the lead was explanted after the ipg was removed and a new lead was implanted. The physician suspected device malfunction on the high impedance readings. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing frequent ipg charging and was experiencing loss of stimulation. Database analysis revealed no anomalies on the ipg but the impedance measurements revealed contacts #1, #4, #7, #8, and #10 and #14 had a high impedance reading. The patient underwent a revision procedure wherein the lead was explanted after the ipg was removed and a new lead was implanted. The physician suspected device malfunction on the high impedance readings. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16725218, description: next generation anchor kit-sterile sc-8216-70 (sn (B)(4)). The complaint of high impedance was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 9 cm from the distal end, where the lead appears to have been sutured. Eleven cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No exposed cables. Sc-4316 (ln 16725218) visual inspection revealed 3 eyelets were fractured and exhibited missing silicon additional information was received that the physician felt that the missing silicon in the clik anchors were completely retrieved during the surgery from the patient¿s body.

Event description:
A report was received that the patient was experiencing frequent ipg charging and was experiencing loss of stimulation. Database analysis revealed no anomalies on the ipg but the impedance measurements revealed contacts #1, #4, #7, #8, and #10 and #14 had a high impedance reading. The patient underwent a revision procedure wherein the lead was explanted after the ipg was removed and a new lead was implanted. The physician suspected device malfunction on the high impedance readings. The patient was doing well postoperatively.